Event description:
During remote follow up, far field r wave oversensing and inappropriate automatic mode switch was observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed. The patient was stable with no consequences.